Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('worse periods') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), arthralgia ("severe pain on my right side hip"), gait disturbance ("hardly walk"), dysstasia ("hardly stand up"), headache ("stronger headaches"), tinnitus ("tinnitus"), dental caries ("I had more cavities") and tooth fracture ("tooth cracked into pieces") and underwent tooth extraction ("tooth pulled"). At the time of the report, the menorrhagia, arthralgia, gait disturbance, dysstasia, headache, tinnitus, dental caries, tooth fracture and tooth extraction outcome was unknown. The reporter considered arthralgia, dental caries, dysstasia, gait disturbance, headache, menorrhagia, tinnitus, tooth extraction and tooth fracture to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media:arthralgia,gait disturbance ,dysstasia quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: this is a retention case . New events ¿headache , tinnitus , menorrhagia , dental caries , tooth fracture and tooth extraction¿ was added. All the information and reference details and source documents were transferred from deletion case (B)(4). No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('worse periods') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), arthralgia ("severe pain on my right side hip"), gait disturbance ("hardly walk"), dysstasia ("hardly stand up"), headache ("stronger headaches"), tinnitus ("tinnitus"), dental caries ("I had more cavities") and tooth fracture ("tooth cracked into pieces") and underwent tooth extraction ("tooth pulled"). At the time of the report, the menorrhagia, arthralgia, gait disturbance, dysstasia, headache, tinnitus, dental caries, tooth fracture and tooth extraction outcome was unknown. The reporter considered arthralgia, dental caries, dysstasia, gait disturbance, headache, menorrhagia, tinnitus, tooth extraction and tooth fracture to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media:arthralgia, gait disturbance, dysstasia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('on becoming e free') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced arthralgia ("severe pain on my right side hip"), gait disturbance ("hardly walk") and dysstasia ("hardly stand up"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, arthralgia, gait disturbance and dysstasia outcome was unknown. The reporter considered arthralgia, dysstasia, gait disturbance and medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media:arthralgia, gait disturbance, dysstasia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received reporter information was added. New event added medical device removal. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.